Event description:
Consumer called to complain that the standard strip on the device is reading out of range. This was confirmed by trouble-shooting over the phone. The device was replaced and the defective one returned for investigation.